Manufacturer narrative:
Additional data: d6: november, 2019 (unknown day). Height: 91cm. Investigation: visual inspection: in the first step of our investigations, we will visually inspect the product for defects.. Permeability test: to prove the penetrability of the valve we have carried out a penetrability test. These tests are carried out at a hydrostatic pressure of approximately 20-30 cmh2o in the direction of flow. Adjustment test: our adjustment tests are carried out with the standard progav 2.0 check- mate and measurement tool. The valve is adjusted from 0 to 20cm h2o and down again in increments of 5cm h2o. Braking force and brake function test: to measure the braking force, we tested the progav 2.0 valve with a braking force apparatus. Here is it measure how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Results: first, we performed a visual inspection. No significant deformations or damage of the valve, reservoir and the peritoneal catheter was detected. However, significant incisions on the ventricular catheter could be detected. Next, we tested the permeability, adjustability and opening pressure of the valve, as well as the brake functionality and brake force. The progav 2.0 valve operates as expected and met all specifications. Finally, we have dismantled the valve. There were no visible deposits observed inside the valve. Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the progav 2.0 was shown to be permeable. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that a valve is blocked. The reporter indicated that due to the ventricular enlargement, the surgeon tried pumping but it did not flow well. Thus, emergency replacement surgery was implemented. The pressure of the valve was not changed then. Since fx410t has been just replaced in november, the blockage might have been caused by fv701t. Patient information was not provided. Additional information has been requested.